Manufacturer narrative:
Results and conclusions summation - perforation, hypotension, hypertensin, and death, as noted in the promus IFU are known risks associated with coronary stenting. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, it is likely that the bradycardia, hypertension , hypotension and cardiac arrest are secondary effects of the perforation which resulted in ptci and death. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.

Event description:
Reporting status: serious injury - death. Reporting rationale: perforation requiring medical intervention/patient death. Device issue: no device malfunction has been reported. It was reported that after pre-dilatation, three promus stents were deployed in the rca. (2.5 x 23 distal 3.0 x 28 mid and more proximal with an overlap was the 3.0 x 15.) Then the 3.5 x 18 promus was deployed (16 atm for 10 seconds) in a large obtuse marginal branch off the proximal cx. At this time a perforation was observed and the pt became hypotensive. Periocardiocentesis was performed and a jomed graftmaster covered stent was deployed which successfully stopped the bleeding. Follow-up angiography of the previously deployed rca stent demonstrated extensive thrombus and vasoconstriction. The thrombus was treated with balloon angioplasty. Subsequently, the pt became hemodynamic instable. (Hypotensive, hypertensive, bradycardic) the pt was given atropine, dopamine and epinephrine. CPR was performed. The pt was transferred to ICU in critical condition, intubated, and on a balloon pump and subsequently died within the hour. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes. Promus as its own brand labeling of abbott vascular's drug eluting stent in the us.